Manufacturer narrative:
The intuitive surgical, inc. (Isi) instrument was requested to be returned for evaluation by the failure analysis team, but it has not yet been received. Review of the provided image by a regulatory post market surveillance analyst is consistent with the broken wire. Further findings cannot be confirmed without the returned device. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook had a broken wire. The user completed the procedure using a backup permanent cautery hook with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
A further review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer confiriming a broken pitch cable. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument for failure analysis. Inspection found a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery hook instrument was inspected prior to use with no damage observed. The instrument was being used to cut when the issue occurred. There was issues related to opening/closing the grips as well as the left/right motion of the grips. There was no issue with the vertical motion of the instrument. There was no loss of cautery and no thermal damage observed. There was no instrument collision and no fragment fall into the patient.